Event description:
During a routine hemodialysis treatment it was reported that the operator opened the saline clamp to give a saline bolus. Shortly thereafter it was observed that the tubing beneath the clamp had a small hole and saline was dripping from the saline line. Air entered the cartridge circuit triggering arterial air alarms. Treatment was terminated without rinseback, resultng in a 210cc blood loss.